Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured october 6, 2015 ¿ october 7, 2015. The device was received for evaluation out of its original packaging. Visual inspection was performed and revealed the blue winged luer cap was missing. As the device was not received in its original packaging, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a extra large volume intermate was found missing the blue winged cap. There was no patient involvement. No additional information is available.